Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump shut off unexpectedly at 80% battery life and became unresponsive. There was no impact to the customers blood glucose level.